Event description:
It was reported that the cuff of the patient's artificial urinary sphincter (aus) was replaced due to recurring incontinence and urethral atrophy. The patient's previous 4.5cm cuff was explanted and a new 4.0cm cuff was implanted.

Manufacturer narrative:
Device evaluation provided in: evaluation result codes, evaluation conclusion codes, additional manufacturer narrative. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the cuff of the patient's artificial urinary sphincter (aus) was replaced due to recurring incontinence and urethral atrophy. The patient's previous 4.5cm cuff was explanted and a new 4.0cm cuff was implanted.